Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction scope communication error b30 was identified during the device evaluation a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e315 error was due to the corrosion on the circuit board unit in scope connector caused by water leakage. The b30 error occurred due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an incompatible scope error 315. The event occurred during reprocessing. There were no reports of patient involvement.